Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4) . A follow up/ final report will be submitted once investigation is complete g2- event occurred in france.

Event description:
It was reported that during kit inspection the air dermatome was defective and didn't work anymore. There was an air leak at the connection between the hose and handpiece. There was no patient involvement. Due diligence is complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no repairs related to the reported event. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.